Event description:
An olympus representative reported that the tracheal intubation fiberscope there are black spots on the screen. During inspection and evaluation, the coating of the image guide coil peeled off. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
Establishment name: (B)(6) hospital; the device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. We have investigated the DHR (manufacturing history) of the item and confirmed that the device was shipped according to specifications. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the event could not be determined. Since the actual product was not sent, the cause cannot be specified, but it is presumed that the defect item is due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: 1. Visually check that there are no scratches, chips, deformation, or other abnormalities on the external appearance of the operation unit. 2. Visually check that there are no bends, twists, bulges, or other abnormalities in the soft part near the boundary between the anti-break part and the insertion part. 3. Check that there are no cracks, dents, bulges, edges, metal wires protruding from the inside, protrusions, floating resin, peeling, or other abnormalities in the appearance of the insertion tube. 4. Grasp the insertion tube lightly with your hand and slide it along its entire length to make sure that it does not catch on the entire circumference. Also make sure that the flexible part is not unusually hard. In addition, the following non-reportable malfunctions were found during the device evaluation: due to a pinhole on bending rubber, water tightness is lost, due to deformation of eyepiece, water tightness is lost, adhesive on bending rubber has a chip, due to wear of angle wire, bending angle in up direction does not meet specifications, due to damage on channel tube, channel cleaning brush cannot inserted smoothly, eyepiece has a scratch, connecting tube has a dent and scratch, image guide bundle has significant breakages, several scratches throughout the device, and venting connector under grip is shaved. Olympus will continue to monitor field performance for this device.